Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia, recurrent cervical intraepithelial neoplasia, and perimenopause. The patient underwent the concurrent procedures of a total vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems¿muscle weakness, and vaginal scarring. The patient underwent mesh revision on (B)(6) 2007, due to mesh exposure, vaginal wall mesh erosion, painful sexual intercourse, urinary tract infections, pelvic pain and vaginal burning sensation. The patient underwent a second mesh revision on (B)(6) 2007, due to mesh exposure, urinary tract infections, pelvic pain and vaginal burning sensation. The patient underwent excision of mesh erosion on (B)(6) 2008, due to mesh erosion, urinary retention, urinary tract infections, pelvic pain and vaginal burning sensation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.